Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant, after suturing the proximal line of this 27mm bioprosthetic valve in a patient with a native bicuspid aortic valve, the surgeon felt that the anatomical location of the patient's coronary ostia did not "line up" with this particular valve. The valve was explanted and replaced with a 27mm bioprosthetic valve of a different model. No additional adverse patient effects were reported.